Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-2600sbs-5 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the punch shaft is attached to the blue handle. However, it was noted that the part of the shaft that shows off out of the handle is flush with the handle hole. Measurement of the shaft's length failed. Functional tests found that the shaft is attached to the handle and not moving. The most likely cause for the reported failure is the internal manufacturing molding process. The device¿s mold process likely suffered from poor adhesion.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during a rotator cuff repair surgery the blue handle of the punch from the speedbridge kit was not working. The handle was not fixed to the metal, so when they tried to remove the punch from bone, only the handle rotated, not the metal part. It was hard for them to remove the punch from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.